Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had powered down while customer was sleeping. Customer¿s blood glucose level was unknown. Customer stated that lost time settings when customer was putting in new battery last night and insulin pump rejected new battery overnight. The insulin pump will not be returned for analysis.